Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information allegation, the patient alleged lung disease and cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The manufacturer received information allegation, the patient alleged lung disease and cancer. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation results code and conclusion code grid has been updated.